Event description:
Noise and high impedance reported on this lead. Lead polarity programmed unipolar. The lead remains implanted.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.